Event description:
It was initially reported that a patient experienced halos/glare in their left eye post a yttrium aluminum garnet (yag) procedure. Surgeon was not certain if there was a correlation between the newly implanted intraocular lens (iol) and the yag procedure performed after implantation. Account indicated that it was not clear if the yag was performed proactively as part of their process or if it was done to treat the symptoms of halos/glare. At that time the implant date and iol serial number were not provided. The lens remained implanted with no plans to exchange the iol. Further information received on 5/6/2022 provided that during their last post-operative visit on (B)(6) 2022 the patient was complaining of blurry vision, difficulty driving at night, glare/halo around lights, and issues with depth perception especially with intermediate vision. The patient indicated being temporarily impaired and the visual issues significantly affect her daily activities. Account provided that the patient had the iol eyhance implanted in (B)(6) 2021, then yag was performed on (B)(6) 2021 as posterior capsule opacification (pco) was observed. The post-operative vision was provided as -20/25. Surgeon recommended an iol exchange or a consult with an optometrist for sclaral/hard contact lens fitting to correct residual 1.00 diopter of cylinder. The lens remains implanted. No further information was provided.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.